Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU), states: complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: ¿ arterial or venous thrombosis ¿ occlusion of device or native vessel pxc141200/12866489 pxl161407/11195211 plc181000/12538128.

Manufacturer narrative:
(B)(4)

Event description:
The physician reports that the thrombosis which resulted in total occlusion of the femoral and extrarenal iliac artery, was contributed to by the patient's anatomy. The intra-procedure dissection of the left common iliac artery is thought to have been caused by a wire used during the procedure and pre-existing plaque that was present.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with four gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2015, the patient underwent surgical embolectomy and an endarterectomy with patch angioplasty. The patient tolerated the procedure and was discharged from the hospital and reported to be doing well.